Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
The contact reported that the customer experienced an elevated blood glucose (bg) levels in the 300's (mg/dl). Customer changed supplies and administered manual injections to address blood glucose levels. Contact declined any further troubleshooting on the reported issue.